Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication (just knew it was an opium) via an implanted pump for non-malignant pain and degenerative disc disease/herniated disc pain. The patient experienced an increase in pain and the change in therapy/symptoms was gradual. No interventions were mentioned. The event date was 2018 (date not provided). The patient reported that ¿the pain was manageable, but it was increasing.¿ the pain started increasing ¿probably a good six months ago, gradually worse.¿ the patient was ¿doing a couple hours of basic house stuff, but now could barely go 15 minutes doing something simple like putting screws in something, I go 15 minutes them I am on my back in bed, so it has increased significantly.¿ the patient has not had any falls or trauma. It was mentioned the patient had the pump turned down because he did not like the thought of using medicine, but ¿then I would just have to go back so the doctor could turn it up again.¿ the patient knew the pump worked because of this, but thought might need to have it turned up again. The patient was advised to consult with the healthcare provider ( hcp). The patient would call the hcp about this issue. The patient asked if boluses affected this daily dose or when his next refill was. It was reviewed boluses were very small amount of medication and did not affect refill date. The patient asked when the pump would need to be refilled. No further complications were reported/anticipated or expected. Additional information was received from the healthcare provider (hcp). It was reported the patient's pump was replaced on (B)(6) 2018 due to the patient experiencing an increase in pain.